Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other items, for the report of cutting failure. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and foreign material on the port face, cutter and needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for cut and was found non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge of the cutter. Gouge marks and wear marks were observed at one other location along the inner cutter. The extension/coupling/cutter assembly was observed to be slightly off axis. The sample was tested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial aspiration test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation indicated that the probe had aspiration and actuation failures. The cause of the aspiration failure is the cutter remaining in the port due to the actuation failure. The exact root cause of the actuation failure cannot be determined from the evaluation performed. The impact of the off axis extension/coupling/cutter assembly could not be determined from the evaluation performed. How and when the assembly became off axis is unknown. The evaluation indicated that the probe was conforming for cut functionality and the exact root cause for the actuation failure cannot be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.